Manufacturer narrative:
The biomedical engineer reported that the display screen on the central nurse's station (cns) went out. The touchscreen was reactive when pressed, but the screen was very dim. They were provided with the part number for a replacement screen to resolve the issue.

Event description:
The biomedical engineer reported that the display screen on the central nurse's station (cns) went out. The touchscreen was reactive when pressed, but the screen was very dim.

Event description:
The biomedical engineer reported that the display screen on the central nurse's station (cns) went out. The touchscreen was reactive when pressed, but the screen was very dim.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) reported the primary screen on the cns-6201a (pu-621ra sn:(B)(6) ) went out. They were still able to touch the screen and it would make noise but it was very dim. The inverter board on the touchscreen was out. The customer replaced the primary screen with a 3rd party screen but the cns was getting a display resolution error. Service requested troubleshooting/assistance service performed nk technical support assisted customer to adjust resolution, then reset the drivers. The cns application booted up fine with no issues. Part information for 24" touch screen was provided. Investigation result the cns warranty began 2012, which is almost 6 years at the time of reported issue. This is beyond the warranty period of 2 years. A review of device history found no previously reported issues with the display for the unit. The root cause is determined to be failure of the cns display monitor. The monitor was not returned and evaluation was not performed. Information on the condition of the monitor was not provided. Per cns-6201a service manual, a maintenance check every six months is recommended to detect any degradation of function. The cns-6201a lcd display is locally purchased from a third party company. Manufacturer's touchmonitor user guide advises customer to have an alternate interface or fail safe available should the touchscreen fail to operate. Customer was able to resolve the issue by replacing the display. Information on display downtime was not provided. Failure of the display monitor does not prevent alarms from sounding or alarm indicator to light up. Until then, as the issue is readily detected, the appropriate action could be taken to ensure visual patient monitoring will continue at the point of care from the telemetry device or bsm. Information on which devices were monitored by the cns was not provided. Patient information can be seen on all bsm's and certain telemetry devices. There were no further reported issues with the unit's display as of (B)(6) 2019. All monitors were in use for several years before reported failure. No patient harm reported for any incident. Due to the age of the units, no adverse trend is suspected and this issue is not suspected to be caused by deficient design corrected information: g4. Date received by manufacturer: should be 06/28/2018 not 07/25/2018 as listed on MDR initial report